Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as clogged reagent probe waste lines and contaminated di water lines. The field service engineer (fse) cleared the blockage and replaced multiple tubing to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous low patient result for bun (blood urea nitrogen), cr_s (creatinine) and vanc (vancomycin) on their unicel® dxc 600 pro instrument. The one erroneous low patient result for vanc was reported out of laboratory and later it was amended. There was no effect to patient treatment in connection to event. Quality control was within the laboratory¿s established ranges prior to event.